Event description:
The port was placed 1/7/97. An x-ray on 2/17/97 showed the catheter to have fractured, with one end in the svc and the other end on the right ventricle. The port was removed on 2/17/97.